Manufacturer narrative:
E1: facility name (B)(6). H3/h6: one device was received for evaluation. A 'primary audible alarm post on self-test (post)' and an 'acu watchdog' alarm were revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the speaker was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an acu watch dog failure and audible alarm failure software v1.6.5. The event occurred during testing, there was no patient involvement.